Manufacturer narrative:
(B)(4).

Event description:
It was reported by a customer on (B)(6) 2011 the fiber tip broke off inside of the patient at 57,171 joules. Per the customer, the fiber tip was retrieved. No patient injury was reported.